Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high impedances were noted on several contacts during an ipg replacement (related manufacturer reference number 1627487-2021-17150). As a result, the physician explanted and replaced the lead during the same procedure. Post-operatively, stimulation therapy was restored.